Event description:
Patient was revised to address loosening of the stem. **update** (B)(4) 2013 - litigation and pfs received. Litigation alleges that the patient suffers from pain, discomfort, soreness, and difficulty performing daily living activities. The metal liner and femoral head have been added and reported. (Left hip).

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A previous examination of the product did not reveal any related product problems. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, dislocation, metal wear, metallosis and elevated metal ions however there is no values of laboratory. Updated patient harm, associated contacts.